Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that there was a spark during activation of the device during a laparoscopic colectomy. There was no patient injury. It was reported that medical intervention was required. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
(B)(4). Date of follow-up report : 02/09/2016. Visual inspection found the plastic melted near the tip of the jaws. Further inspection found the plastic overmold melted and vertical scratches were on the seal plate at the same location. The device was activated on simulated tissue and no sparks or abnormal effects were noted. Although the alleged incident could not be duplicated, the jaw and seal plate damage is indicative of the user clamping on a metal object, such as a staple. Activating on metal would cause the device to spark. The investigation identified the root cause of the alleged incident to be the user inadvertently grasping a metal object. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.